Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 04/29/2008 and 04/30/2008 by phone, mail and fax. Add'l info was provided by phone on 04/29/2008. A completed questionnaire has not been returned.

Event description:
A consumer reports that two yrs following bilateral intraocular lens (iol) implant surgery, the left lens has become slightly cloudy. The surgeon told the consumer this could be corrected with a laser procedure. Add'l info has been requested.